Event description:
It was reported that the patient underwent a tactra revision for unspecified reasons. The tactra was removed and replaced with a new one. No patient complications were reported.

Event description:
It was reported that the patient underwent a tactra revision for unspecified reasons. The tactra was removed and replaced with a new one. No patient complications were reported.